Manufacturer narrative:
The customer replaced a faulty cable. No report of patient or staff injury. No further information is available.

Event description:
The customer reported that the connection between the cable and the guerdon was faulty. No patient injury was reported.